Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2017 through (B)(6) 2019, was noted an outlier in november 2017. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion. However, the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month was reviewed and no issues, deviations or ncs were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported ¿open wound on left breast at incision the fluid would leak out of constantly (has since healed)¿, and ¿fluid in left breast. Tested and resulted in chronic inflammation¿. Patient additionally reported the following, which are not considered device related: ¿recurring utis, chronic kidney infection, mass on kidney due to infection," "pathological bacteria in stool and in blood, labs are showing results similar to blood cancer levels," "constant sensitivity to cold, arm and hand numbness," "severely blurred vision, severe eye swelling and fluid buildup around eyes and eyes looking like they were sinking into head, whites of eyes turning grey, bloating, weight gain/puffy dry cracked flay skin on hands, hormone levels off/adrenals bottomed out, face oily and distorted, magnesium bottomed out, iron bottomed out, gall bladder affected, intolerance to foods, very very heavy menstrual periods, excessive thirst leaky gut, several bacteria found: prevotella copri very high, secretory iga very low, enterobacter spp high, liver not metabolizing nutrients, muscle spasms in legs, easily bruised," "insomnia, anxiety," "could not get out of bed without assistance, trouble walking, assistance need to use bathroom, foul smelling urine like plastic, c diffcile". "Constant full body inflammation", "rash on chest that migrated to neck and then to eyes", "heart palpitations", "depression", "malaise", and "symptoms reflecting those of lupus/rheumatoid arthritis/autoimmune disease".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Additionally, a patient reported that they experienced ¿pain," "pain/strain in both back muscles" and upon removing the devices,¿gooey, snotty infectious fluid¿ was noted by the physician. The device was explanted.